Manufacturer narrative:
(B)(4):the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used during a variceal banding performed in the upper gi tract. According to the complainant, during the procedure, they were able to turn the handle and did hear the click however, a band would not deploy. After several attempts, two bands deployed at the same time. They turned the handle again and two more bands deployed at the same time. The case was completed with another speedband superview super 7 multiple band ligator. Attempts to obtain more complete information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.